Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown chest surgery on (B)(6) 2020 and the barbed suture was used. During a surgery, the barbed suture was detached from the needle when pulling the suture. It was not a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2020. A manufacturing record evaluation was performed for the finished device batch number ph6360, and no non-conformances were identified. Additional h3 investigation summary: one empty open foil, one empty labeled winding former, a detached needle and a suture of product code sxpp1a300, lot ph6360 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. In addition, body fluids were found on the strand. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.